Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. Visual inspection of the fiber confirmed there was a light exiting the connector face was distorted/dim, indicating an internal connector fracture. Upon microscopic inspection, it was determined that the connector face presented severe burn marks. In addition, the fiber was functional tested and there was no aiming beam as result. It is likely that the interaction between the fractured connector and console led to the burn marks observed on the fiber face, resulting of the internal connector fracture, leading to the reported event. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a ureteral lithotripsy procedure for ureteral calculus, even when the preoperative examination confirmed everything was in good condition, the fiber could not work normally. Due to this, the procedure was completed using another fiber. There were no patient complications. Upon receipt of this fiber, this device was thoroughly analyzed, and it was confirmed an internal connector fracture.